Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) channel at a post-operation check on the morning after it was initially implanted. As a result, additional surgical intervention was performed to disconnect and then reconnect the terminal end of the rv lead into the device header port, which resolved the impedance issue. The products remain in-service. No additional adverse patient effects were reported.